Event description:
Reportedly the target lesion was located in the right peroneal with moderate calcification. Several unspecified non-abbott stents were implanted without issue and the patient was sent to the holding room. While the patient was in the holding room, the peroneal pulse could not be measured so the patient was taken back to the cath lab where a clot was identified in the unspecified non-abbott stents implanted earlier. Predilatation was performed and a 3.5x28 mm xience v stent delivery system (sds) was attempted to cross to treat the thrombus; however, it failed to cross and became damaged (type of damage was unknown) so it was withdrawn from the patient anatomy without resistance. Predilatation was performed using a 3.0x20 nc trek and a new 3.5x28 mm xience v was advanced; however, this xience v sds also failed to cross the unspecified non-abbott stents and the xience v stent was noted under angiography to have dislodged in the popliteal artery. The dislodged stent was successfully snared outside of the patient anatomy where it was observed to have been stretched. The procedure was completed using 3 non-abbott stents. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Reportedly the target lesion was located in the right peroneal. It should be noted that the instructions for use for the xience v/nano states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product deficiency.